Manufacturer narrative:
The device was returned for analysis. The reported ¿the knot was "tangling¿ and was not at the place to close the vessel¿ was confirmed as an anterior needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a stent graft interventional procedure. Reportedly, when the proglide device was withdrawn from the patient¿s anatomy, the knot was "tangling¿ and was not at the place to close the vessel [suture malposition]. The sutures of two other proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5 sheath and the stent graft was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.